Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a damaged guidewire with subsequent difficulty inserting the microintroducer was confirmed, but the exact cause was not determined. Two guidewires were returned for investigation. Each guidewire was received in its hoop. The blue tip straighteners had been removed from the hoops and were not returned. One 4.5fr microintroducer sheath and dilator set and one vessel dilator without the sheath were also returned for investigation. The vessel dilator that was received without the sheath had blood residue within the tip of the dilator. A microscopic examination of one guidewire revealed blood residue along the length of the guidewire. Dislocations were observed in adjacent coils at one end of each guidewire. The grind pattern on the coil wire was misaligned, which indicates that the dislocations occurred after the guidewires were manufactured. A tactual investigation revealed that the weld tips on each guidewire were intact. The 4.5fr microintroducer was advanced over the non-damaged end of each guidewire and the dilator passed over the guidewire without resistance until the distal tip of the dilator came in contact with the damaged tip of the guidewire. The dislocations in the coil wire on each guidewire increased the cross sectional area of the guidewire and caused resistance when the damaged portion of the guidewire passed through the dilator. The outside diameter of each guidewire, away from the dislocated coil wire, was within specification. This type of damage can occur if the guidewire is retracted through the introducer needle, which would compress the coil wire against the weld tip. The compressive stresses can cause the coil wire to slip and dislocate. The introducer needles were not returned. Since the resistance was reported with the microintroducer and not the introducer needle, it is possible that the guidewire was damaged while in use with the introducer needle, which is a preliminary step in the insertion process before the microintroducer is used with the guidewire. Based on the condition of the returned samples, it appeared that the guidewires were damaged during use; however, since the introducer needles were not returned, the exact cause of the damage was unknown. A lot history review (lhr) of rebw0719 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (rebw0719) have been reported from the same (B)(4) facility.

Event description:
It was reported by the nurse that the PICC catheter was implanted in the patient according to normal procedures on (B)(6) 2018. The guidewire was implanted and expansion of the skin was made and the microintroducer sheath was inserted over the wire. It was found that there were "barbs" which lead to failure of inserting the introducer sheath. The nurse used a new vascular sheath to complete the procedure. This report addresses the first of two events.